Manufacturer narrative:
The patient death was related with pericardial tamponade which was caused by vascular perforation. Cause of death was heart failure. It is possible that burst stent was caused by too much pressure which caused vascular perforation. It is related with the endeavor resolute.

Manufacturer narrative:
(B)(4).

Event description:
The physician was using a endeavor resolute rx drug eluting stent to treat in-stent restenosis. Patient status was acute coronary syndrome. The lesion had been pre-dilated. The lesion had severe calcification and 90% stenosis. The stent was inspected prior to use with no issues noted. Resistance was noted while advancing the device to the lesion. The physician reported that the stent would not adhere to the vessel wall and so had to inflate stent to approximately 26 atms max. After implanting the device it is reported that the stent became deformed as a result of too much pressure. The event resulted in a vascular tear and led to cardiac tamponade. The physician performed a pericardial tap and used a further 2 endeavor resolute stents to cover the deformed stent. The patient has since died. Please note that this device (endeavor resolute) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.